Event description:
Allegedly,the doctor was at the end of a photoselective enucleation procedure when the ceramic beak broke off the distal end of the device into the pt. The doctor retrieved it and went on to complete procedure. There was no injury to the pt.

Manufacturer narrative:
The device was in use for 7 years and was repaired at some point by a third party repair group (ims). Karl storz does not authorize outside repair or provide replacement parts.